Event description:
The customer reported that on 01/19/1998 vasoseal was used following a diagnostic catheterization procedure. The first collagen plug was deployed successfully. While attempting to deploy the second collagen plug resistance was met. Deployment was continued until the sheath separated from the hub. The sheath was removed and hemostasis was achieved with manual compression.